Event description:
Radiologist was performing a breast biopsy. The skin on the pt had been nicked and the radiologist was sliding the safety shield over the blade. The shield apparently slid off of the device. The blade was exposed and the radiologist cut her finger. No suturing was required.

Manufacturer narrative:
After the scalpel was used, the end user was sliding the safety shield forward over the blade. It apparently never locked, and instead, fell off the handle. When this happened, the end user cut her finger. Suturing was not required. The pt consented to lab work. All testing came back negative and the end user did not require any post exposure treatment. The blade itself was disposed of. If the handle and sheath are returned, we will eval the prod. A f/u report will be filed if any corrective action is to be determined.